Event description:
It was reported that the patient was scheduled for a coronary artery bypass graft. While in the operating theater, the intra-aortic balloon (iab) was prepped and md inserted the teflon sheath into patient's left femoral artery. Patient had tortuous vessels. Md tried to insert the iab into the sheath and at that time iab "stuck inside the sheath." Md removed iab and sheath as one unit. There were no reported patient complications. Additional information received from arrow (B) (4) on january 7th stated: "after the iab was prepped, the md tried to insert the iab through the teflon sheath and at that time the iab could not be advanced into the sheath. As a result, iab and sheath were removed. Md inserted the super arrow-flex (saf) sheath (from the same kit) into patient's left femoral artery. The (same) iab was prepped again and inserted into the saf sheath. However, iab could not be advanced through saf sheath and as a result, the md used a datascope iab catheter. The datascope iab was inserted through the saf sheath successfully." There were no reported patient complications.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.